Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), abdominal distension ("bloating"), dysmenorrhoea ("painful menstruations"), fatigue ("strong fatigue, feeling exhausted and tired due to all these unbearable pains/feeling of being in the body of an old person") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, back pain, abdominal distension, dysmenorrhoea, fatigue, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, dysmenorrhoea, fatigue, pelvic pain and weight increased with essure. The reporter commented: the events started a few months after essure insertion and patient was complaining for 3 years. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-jan-2019. The most recent information was received on 27-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), abdominal distension ("bloating"), dysmenorrhoea ("painful menstruations"), fatigue ("strong fatigue, feeling exhausted and tired due to all these unbearable pains/ feeling of being in the body of an old person") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, back pain, abdominal distension, dysmenorrhoea, fatigue, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, dysmenorrhoea, fatigue, pelvic pain and weight increased with essure. The reporter commented: the events started a few months after essure insertion and patient was complaining for 3 years. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.